Event description:
The customer reported that the whole network was down, on every central nursing station (cns) and remote network station (rns) it was saying communication loss. They found that ICU and ccu central nursing station (cns) were showing communication loss. They checked the ICU beds and they were able to interbed with each other. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported that the whole network was down, giving a "comm loss" error on every cns and rns. The reported device was not returned for evaluation. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. The reported device was not returned for evaluation. Cits found that a bsm was trying to act like the segment master and the netkonnect server was not online. The bsm was rebooted which resolved the issue of comm loss. Cits was able to access the netkonnect server at a later time. The root cause of this issue is hospital network configuration. As this issue was not caused by a deficiency or non-conformance of an nk device, a CAPA is not required. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni. Rns: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni. Attempt # 1: 02/12/2021 emailed the customer via microsoft outlook for all the information: no reply was received. Attempt # 1: 02/12/2021 emailed the customer via microsoft outlook for all the information: no reply was received. Attempt # 1: 02/12/2021 emailed the customer via microsoft outlook for all the information: no reply was received.

Manufacturer narrative:
The customer reported that the whole network was down, on every central nursing station (cns) and remote network station (rns) it was saying communication loss. They found that ICU and ccu central nursing station(cns) were showing communication loss. They checked the ICU beds and they were able to interbed with each other. No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the whole network was down, on every central nursing station (cns) and remote network station (rns) it was saying communication loss. They found that ICU and ccu central nursing station(cns) were showing communication loss. They checked the ICU beds and they were able to interbed with each other. No patient harm was reported.